Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive sheath had been prepared and inserted into a patient without issue. Upon the insertion of a farawave catheter, visible air was able to be continuously aspirated from the flush port of the faradrive sheath. At least 30 cubic centimeters of air was aspirated. It was also reported that the farawave catheter had a fluid leak. The location of the leak could not be determined. At no point was air observed in the patient. Additionally, no st segment elevation or neurological symptoms were observed. The faradrive sheath and farawave catheter were removed from the patient. The procedure was completed using cryoablation methods instead. No patient complications were reported. The sheath has been returned for analysis and investigation is still in progress. It was further reported that a pressure bag was used for irrigation. No luer damage was observed at any point during the procedure. The catheter leak could be characterized as a slow, interrupted drip.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive sheath had been prepared and inserted into a patient without issue. Upon the insertion of a farawave catheter, visible air was able to be continuously aspirated from the flush port of the faradrive sheath. At least 30 cubic centimeters of air was aspirated. It was also reported that the farawave catheter had a fluid leak. The location of the leak could not be determined. At no point was air observed in the patient. Additionally, no st segment elevation or neurological symptoms were observed. The faradrive sheath and farawave catheter were removed from the patient. The procedure was completed using cryoablation methods instead. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported air ingress was not confirmed; the sheath was returned with the dilator inserted through the hemostatic valve which can introduce damage to the device and destroy any evidence of the cause of the reported air ingress. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified a deformation on the inner valve and the device did not pass leak testing due to the deformation. The insertion of compatible devices during normal use would not have caused this valve deformation; the valve damage is consistent with valve damage due to the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion boston scientific has assigned an investigation conclusion code of cause not established and supporting evidence that came to this conclusion. Boston scientific's investigation was unable to establish a clear conclusion about the cause of the reported event. The valve deformation identified during returned product testing was consistent with damage caused by the dilator being inserted in the sheath for an extended period of time, most likely during transit to boston scientific.

Event description:
It was reported that during a farapulse procedure to treat paroxysmal atrial fibrillation, a faradrive sheath had been prepared and inserted into a patient without issue. Upon the insertion of a farawave catheter, visible air was able to be continuously aspirated from the flush port of the faradrive sheath. At least 30 cubic centimeters of air was aspirated. It was also reported that the farawave catheter had a fluid leak. The location of the leak could not be determined. At no point was air observed in the patient. Additionally, no st segment elevation or neurological symptoms were observed. The faradrive sheath and farawave catheter were removed from the patient. The procedure was completed using cryoablation methods instead. No patient complications were reported. The sheath has been returned for analysis. It was further reported that a pressure bag was used for irrigation. No luer damage was observed at any point during the procedure. The catheter leak could be characterized as a slow, interrupted drip.